Event description:
The plaintiff's attorney alleged that the patient experienced cardiac arrest and all injuries associated therewith and subsequently expired. It is further alleged the event was caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports for this event. Additional information has been requested and will be submitted upon receipt accordingly.